Event description:
The patient reported his ipg is protruding from his skin and is causing pain and discomfort. The patient stated, he has lost approximately 60 pounds. Surgical intervention will be taken at a later date to address this issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.